Manufacturer narrative:
The tech found the brake casters were worn and the caster supports were broken. The tech replaced the casters and the supports to repair the bed.

Event description:
Info received indicates the brake is not holding.